Event description:
Male patient received spray cryotherapy treatment (sct) on (B)(6) 2015. The night of (B)(6) 2015 the patient developed ruq abdominal pain. The next day, (B)(6) 2015, the pain became more severe and radiated to his lower abdomen, prompting him to go to the ER. He was hospitalized for 13 days and during that time blood work showed elevated amylase, lipase, and a CT scan positive for acute pancreatitis. Patient does not have gall stones nor a history of ethanol abuse. Final diagnosis was idiopathic pancreatitis. The relationship of sct and pancreatitis is highly unlikely. However, a possible causal relationship with the device could not be ruled out because of the temporal association.